Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro silicone rubber on the jaw was torn/ripped when sterile kit was opened. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25139776, 25140891, the last 2 lots shipped to the account prior to the event date. There was no ncmr's recorded in the lot history.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro silicone rubber on the jaw was torn/ripped when sterile kit was opened. A replacement device was used to complete the procedure. No patient involvement.